Manufacturer narrative:
Concomitant products: alinity ci software versions (B)(4); ln# 04v20-13. Alinity ci software versions (B)(4); ln# 04v20-12. Manufacturer report number- 3002809144-2020-00910 was initially created for the submission of this parent emdr, however, due to the system migration that number will no longer be used, and was generated for this submission. A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series system control module (scm) notifying them of the issues in software versions (B)(4), and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(4), and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
Abbott laboratories has identified potential performance issues with the alinity ci-series software version (B)(4), and earlier. Issues 1 and 2 have the potential to impact patient results, and issue 3 has the potential for biological and/or chemical exposure. In a unique scenario, deleting a user-defined dilution protocol, on a clinical chemistry. Photometric assay, can cause improper dilutions to be performed when running another user-defined protocol for that assay. Pipettors diagnostic procedure (B)(4) sample pipettor calibration (c-series) can miss. The sample positioner calibration targets and pass the calibration with incorrect calibration values. Cautions associated with biological risks, chemical hazards, and moving parts are not listed in fluidics-wash diagnostic procedure (B)(4) vacuum diagnostic (I-series). There has been no reported harm or impact to patient management as a result of these issues.